Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant leadless implantable pulse generator (ipg) that one tine did not deploy properly. When attempts were made to deploy the ipg the tine remained bent back inside the catheter whilst the others splayed out. The physician suspects that the tine got caught on the inner rim of the catheter. The ipg was removed and the procedure was completed using a different ipg. No patient complications have been reported as a result of this event.